Event description:
The customer reported that their device would not power on. This failure was detected during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). The customer has advised physio-control that they have decided to retire the device from service due to the age and the costs associated with repair. The device will not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.